Manufacturer narrative:
The service rep did not observe power shut off but did observe repeated logging of a service fault in device memory. The rep replaced the device main pcb assembly and verified repeated proper device operation. The device was then returned to the facility for use. A subsequent factory evaluation of the replaced assembly did not confirm a malfunction. To this date the device has had no related reports of malfunction since return to use approx. Seven months ago.

Event description:
The device shut down while monitoring a pt, data not reported. The alleged loss of device power followed the observation that the device crt displayed three horizontal lines and a service indicator.